Manufacturer narrative:
No stuck key alarm, button error alarm, or keypad unresponsive noted during testing. The pump passed the displacement test and self test. No damaged noted on the keypad traces. The pump was received with cracked battery tube threads and cracked case at corner of the belt clip rail, the following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. There was no stuck key alarm noted 2 days prior to the event date 02-sep-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 02-sep-2023 in the pump history file. (B)(6) 2023 00:08:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:03:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 01:33:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 01:43:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 23:53:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. Keypad unresponsive/button error alarm not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the keys were unresponsive and crack on the pump. Troubleshooting was performed and found that the all buttons were unresponsive and issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.